Event description:
It was reported that during a stent procedure in an acute 90% bend, the multi-link would not cross the lesion. The stent delivery system was retracted into the guiding catheter, contrary to instructions for use, and removed with the guiding catheter. The stent was lost from the delivery system. No attempts were made to retrieve the stent. No pt injury was reported.